Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, when the device was activated, a spark/fire was seen at the point of connection between robotic arm and monopolar cord. There was no patient injury.